Event description:
It was reported that the patient had frequent low flow alarms that are not being endorsed by the patient. This was in the setting of driveline damage and having a clamshell repair. The patient's device had separation of silastic at the metal connector of the driveline. The clamshell repair was performed on (B)(6) 2022.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The report of a separation of the driveline¿s outer jacket from the controller connector can be confirmed based on the onsite evaluation by an abbott representative. The submitted log file contained data from on (B)(6) 2021 ¿ on (B)(6) 2022. Transient low flow events were captured throughout the data. No other notable events were captured, and the pump appeared to function as intended above the low speed limit throughout the duration of the file. A clamshell repair was successfully performed on 05jan2022 by an abbott representative without issue. Multiple attempts were made to obtain additional information from the customer regarding the low flow events; however, no additional information was received. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline s/n 61314 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction¿ provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 also outlines indications of driveline damage as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, is currently available. Section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 ¿alarms and troubleshooting outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.